Manufacturer narrative:
This report is submitted on february 26, 2021.

Event description:
Per the surgeon, the patient experienced pain at the implant site that was treated with oral antibiotics. The implant remains in-situ.